Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential failure mode could be device not properly connected to as resulting in low flow rate¿ with a potential root cause of inadequate labeling of device for proper connection. Improper design of pad connector- pad not connected to fluid delivery line-pad connector not properly attached to fluid delivery line. Inherent by design. Pad connector is designed to allow the user to connect in either orientation since connector rib was eliminated. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities."

Event description:
It was reported that the arctic sun had low flow of 1.0 lpm with a neonatal patient. The patient was within the target temperature of 36c at 35.5c. Additional information was received via ms&s on 27dec2019, stating the flow rate was 0.8 lpm and the patient was having trouble rewarming. The pads were disconnected and reconnected, and the flowrate rose to 1.0 lpm. Per call back, radiant heat had been added and the patient's temperature rose to the target temperature. The patient's family decided to withdraw care.